Event description:
Customer's mother reported via phone call that the insulin pump was dropped on the floor and was damaged. It was stated that it has cracks and the display not readable. The drive support cap is not damaged and no unexpected alarms have been received. Blood glucose value is unknown. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unit with unresponsive b button, esc button and act button due to broken keypad traces. The insulin pump was unable to perform displacement test due to unresponsive buttons. The insulin pump had a torn keypad overlay, cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, cracked belt clip slot and bleeding lcd screen.